Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a, as the lens was not implanted section d6b - explant date: n/a, as the lens was not implanted section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptic was bent in half and had a cut in the middle. The procedure was successfully completed using a backup iol with no impact to the patient. No further information was provided.